Event description:
It was reported that the user experienced nocturnal hypoglycemia, observed by a household member who noted sweating, after which oral glucose was administered; the user was reportedly disoriented for several hours and discontinued use of the pump following the event. Symptoms included sweating and altered mental status consistent with hypoglycemia. Outcomes included temporary impairment that resolved with oral carbohydrate treatment, with no hospitalization reported. Investigation included collection of device data and usage logs once the pump is synced, along with troubleshooting and education provided to the user. Investigation of this case revealed that the cause of the hypoglycemic event remains unclear pending log review, and no device malfunction has been confirmed at this time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.